Event description:
It was reported that the subject device had a scratch on the tip. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the following reportable malfunction was identified during the device evaluation: the bending rubber has a scratch, and the adhesive on the bending rubber has a chip. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.